Manufacturer narrative:
The referenced report of consistent pump power and estimated pump flow elevations was reported under medwatch MFR # 2916596-2016-00592. (B)(4). Approximate age of device: 3 months. The device was returned for investigation. The evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient has a history of consistent pump power and estimated pump flow elevations previously reported to the manufacturer on 03/04/2016. No additional information was provided until 05/23/2016 when it was reported that the patient was admitted to the ICU due to an elevated lactate dehydrogenase (ldh) level of 1800 u/l, plasma free hemoglobin level of 300 g/dl and unspecified signs of heart failure. At the time, the patient was on coumadin and aspirin and maintained a stable inr at 2.2. An echocardiogram ramp study revealed that the pump was not adequately unloading the left ventricle. A pump exchange was performed on (B)(6) 2016.

Manufacturer narrative:
The returned device was evaluated and confirmed the presence of thrombus. Upon disassembly of the pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found adhered around the inlet bearing ball. Areas of the two thrombi appeared to be similar in color and structure, suggesting that they were likely a single formation prior to the disassembly process. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. Although the evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations, they were obstructing approximately 20 to 30 percent of the blood flow pathway in this location and could have contributed to the report of elevated lactate dehydrogenase level. Visual examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was functionally tested under normal operating conditions and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the manufacturer's technical support representative on (B)(6) 2016 indicating that the account did not submit the log files for evaluation.